Event description:
It was reported that during implant of the lead, the helix would not properly retract. The lead was not implanted. The patient was noted to be in good condition throughout the event.

Manufacturer narrative:
UDI (di): (B)(4).